Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cysto retrograde pyelogram procedure in the urinary tract performed on (B)(6) 2014. According to the complainant, during the preparation, the laser fiber would not work when attached into the laser unit. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Evaluation findings of fiber to be broken within the connector. Visual examination revealed that the exposed glass tip appeared unused. The fiber face within the sub miniature-a (sma) connector had two dark swirls in the center; light traveling to the fiber face was very dim. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was clear, round and very weak. Effective transmission measured 10.3% indicating that the fiber was broken within the connector. The event description and condition of the returned device indicate that damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.